Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was perforated by a guidewire. As a result, the lead was replaced. The issue was noticed before the lead implant, when assembling the guidewire and the lead. There were no consequences for the patient.